Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. The patient will not be moving forward with the revision due to other medical issues with higher priority .